Manufacturer narrative:
The b5 has been updated with additional information about the event.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2021 with coolsculpting to the upper abdomen and flanks using a cooladvantage petite applicator. Following treatment, the treated areas became swollen, painful, lumpy, and warm to the touch. The patient was assessed by a physician who diagnosed the upper abdomen and flank treated areas with fat necrosis.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: cold panniculitis: cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a was treated on (B)(6) 2021 with coolsculpting to the upper abdomen and flanks using a cooladvantage petite applicator. Following treatment, the treated areas became swollen, painful, lumpy, and warm to the touch. The patient was assessed by a physician who diagnosed the upper abdomen and flank treated areas with fat necrosis.